Event description:
It was reported that a patient underwent an episiotomy repair procedure on an unknown date and suture was used. The patient returned for a follow-up check-up and had an infected wound site and a wound dehiscence. The surgeon checked the patient's lab results and the results were normal.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection of the foil seal areas and packaging integrity tests met the requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cd2cpgm0, mfg date: 04/01/2010, exp date: 06/30/2015. Batch dp2dzrm0, mfg date: 12/01/2011, exp date: 12/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.